Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation. Upon interrogation, the right ventricular lead exhibited low impedance. On (B)(6) 2016, the patient presented in clinic for follow up. The patient experienced muscle stimulation. Upon interrogation, the lead exhibited undersensing and intermittent capture. No intervention was performed. The patient was doing well.